Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. The pump had scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was unknown. The customer stated that they had to push the buttons 4-5 times for it to work. They removed the batteries but it still did not resolve the issue. The insulin pump was returned for analysis.